Event description:
The user facility reported a 61-year-old male patient on an impella cp for mechanical circulatory support. While on support the patient experienced constrictive pericarditis and ventricular fibrillation. The patient was given multiple procedures of cardiopulmonary resuscitation with shock and was intubated. It was noted the patient was profoundly hypotensive and diagnosed as having a stroke.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.